Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2005; 4193-88 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular lead superior vena cava (svc) and defibrillation coil impedances gradually increased to high, and an alert was triggered. The pacing threshold had also gradually increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.